Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified alarms intermittently occurred. Additionally, it was reported that air bubbles were observed within the canister. There was no reported adverse impact to the customer's blood glucose level. No additional information regarding the issue was provided.